Event description:
It was reported that the shock lead impedance of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was high out of range. Technical services (ts) analyzed device trend data and found that there was a gradual rise since implant then a plateau with a few excursions afterwards. No adverse patient effects were reported. Currently, this ICD system remains in service.